Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject atrial lead dislodged on two occasions. It was indicated that during the 1-week post implant pacemaker check, x-ray examination showed dislocation of the lead tip without electrical irregularity. A re-intervention was then performed on that same day, and the lead tip was re-positioned, completing the re-intervention. During the subsequent 1-week post-operative pacemaker check, an increase to the atrial and ventricular threshold values were measured. Also, the x-ray examination showed a sign of dislodgement of the subject atrial lead. The physician decided to monitor the situation for a few days. The x-ray examination that was performed a few days later showed irregular curvature at the suture site. Aso, the threshold values had not decreased. A reintervention was performed that same day with the intention to transpose the pacing system from the left-side of the chest to the rightside. Complications were incurred with the ventricular lead that included cardiac perforation. A tined lead was attempted to be implanted in the ventricle, but proper lead measurements could not be obtained. The physician concluded that the high ventricular threshold measurements were attributable to the patient's cardiac muscle. The issue was resolved by implanting a myocardial lead in the left ventricle by open chest surgery. This lead was connected to a single chamber pacemaker and the procedure was completed.